Event description:
The machine was set to 8mmhg of pressure, as typical with pediatric patients and started at a flow of 1l/min. Once the pressure of 8mmhg was achieved it was set to a max of 5l/min of flow. This doesn't mean it will flow at 5l the whole time, the machine is constantly measuring the pressure and adjusts the flow accordingly, 5l is the max it would allow. Once the scope was put in and started, the physician yelled out to remove the camera and the port immediately. He noticed the pressure was so high that the abdomen was "rock hard" and the pressure caused the patient to void urine. The machine was reading 25mmhg but we are not sure how accurate that reading was but the machine was still set to a 8mmhg limit and have no clue how it would get that high. Once the insufflation was removed we immediately called the stryker rep to consult the malfunctioning machine. We've had problems with this port and lens before but never to this degree. We are wondering if the port and scopes are not ideal when used together, usually a scope is a bit smaller than the port to allow insufflation to flow around it and be able to read the internal pressure, this scope and port are a near perfect fit, possibly too much that the machine might have a hard time accurately reading the pressure and might over compensate.